Event description:
It was reported that this implantable pacemaker exhibited high out of range right ventricular (rv) impedance measurements. The device system was checked in the clinic, and it was noted the device had a lead safety switch due to the impedance measurements. The device was reprogrammed to turn off the safety switch. The patient was not rv pacing dependent, and they would continue to be monitored by their physician. No adverse patient effects were reported. The device remains in service.